Manufacturer narrative:
(B) (4).

Event description:
It was reported the physician requested a new implantable neurostimulator (ins) due to a total collapse of the battery, after one year and 4 months. The customer was informed that the battery lifetime was proportional to the device voltage (4.5 volts, in this case). Longevity was determined to be approximately eight months. The customer did not agree with this explanation and wanted an investigation before the replacement. The patient was reported to be very sick due to the parkinson's disease.